Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that their blood glucose was in the range of 50mg/dl, then below 100mg/dl and later it was 174mg/dl. The customer mentioned he was high because of the sensor and his electrolytes so the customer treated with a bolus did a complete set change. Insulin pump will not be returned for analysis.